Event description:
It was reported that during an unknown procedure solid tone with error code "5." The sheath was hot during the procedure. Changed another one to complete the procedure. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition the device was connected to a test handpiece and gen04 and it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.